Manufacturer narrative:
Investigation results: the visual inspection revealed that the loader device was outside of the delivery device, with the plunger depressed and with no blood contamination. The loader device was not returned. The seal subassembly was intact and completely outside the delivery tube. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the heartstring seal did not deploy. The seal remained in the tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.